Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted (+5v) and (-5v) wires in the ECG "c" and "d" cable. The root cause for the shorted wires could not be positively identified. No adverse event resulted from the damaged belt.